Manufacturer narrative:
At this time, the device remains in the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have perforated the patient's heart wall a few days after its implant. Perforation was confirmed with fluoroscopy and an echocardiogram. A surgical revision was performed in which the rv lead was explanted. Additional information reported the lead was damaged during its extraction. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.